Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead a lead integrity alert (lia), triggered for high-rate non-sustained episodes, high sensing integrity counter (sic) (short v-v intervals). The patient was noted to be in and out of ventricular tachycardia (vt) zone, transitioned to ventricular fibrillation (vf) over time, thus could not be appropriately detected. The arrhythmia continued and the patient experienced cardiac arrest due to electrolyte abnormalities in the heart and died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally, it was reported that the lead issues were due to the patient's dying heart rather than a suspected performance issue. The lead remains in the patient.